Manufacturer narrative:
Received two (2) used 142480489 primary plum sets for inspection. As received, the filter at the vent plug juncture was wetted out with prior infusate on both sets. Each set was tested per product specifications. There was no leakage. The reported complaint of leakage can be confirmed due to the wetted out filters. The complaint could not be replicated. The probable cause is due to the temporary loss of hydrophobic properties due to an infusate interaction during use. A device history review (DHR) could not be conducted because no lot number was identified.

Event description:
It was reported that, on an unknown date, a plum set generated a chemotherapy drug (unspecified type/dosage) leakage on the filter vent. There was no harm to the patient reported. No additional information is available at this time. This is one of two reports.